Event description:
The pt was found to have inducible sustained ventricular tachycardia on 10/28/97 and an implantable cardioverter defibrillator was placed. Pt had routine follow-up on 1/4/01 and at that time results were within normal range. With the intermedics recall letter dated 3/23/01 was revised inplanted cardiac defibrillator replacement indicators. According to these new indicators, device was at the end of svc and required immediate change out. The device was replaced.

Event description:
Add'l info rec'd from MFR 11/20/01: guidant received info that this implantable cardioverter defibrillator (ICD) was explanted per the revised guidelines within the micron advisory. No allegations were made against the ICD. No other info, either prior to or subsequent to device replacement, has been reported to guidant. The device passed manual pacemaker and defibrillatopr testing. The first capacitor form charge time in the lab was acceptable. The battery's interrogated monitoring voltage was 5.0 volts-within the recommended replacement range based on the micro advisory guidelines. Depletion calculations indicated that the battery did not deplete prematurely. Based on the info MFR received and its analysis findings-that the device passed testing but voltage was less than 5.3 volts-the device was appropriately replaced in accordance with the micron advisory guidelines. No pt adverse effects related to the replacement have been reported. Gudiant received paperwork dated 04/02/01 indicating the device was being replaced due to the advisory. The device was returned, analysis is complete, and the device has been archived.